Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each hydro gw std s 150-035; returned coiled, loose without the dispenser assembly; double bagged within "zip-lock" style poly biohazard pouch. The returned specimen also included the separated polymer jacket material enclosed in a separate and labeled "zip-lock" style bag. The specimen presented an overall length of approximately 150.2cm and a finished diameter of .03465" to .03390". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. The specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented jacket to core separation at the distal tip, exposing approximately 12.6cm of the metallic core wire. The specimen also presented kink/bend damage approximately 6.0cm from distal tip. The separated polymer jacket specimen length measured at 12.5cm. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings, · do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. The dfu precautions also indicate, · the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. · due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling and/or procedural factors have contributed to the event as reported.

Event description:
Event description: per email, it was reported that: complaint: plastic coating came off wire while in patient. Doctor had to go back in and retrieve it. Doctor started inserting the wire into the patient. The wire had some resistance at one point, so he pulled it back and tried to guide it in again. When it would not go all the way, he removed the wire to see if there was a kink or something wrong with it. That is when he realized there was coating actually missing off the wire. He had to go back in and remove the piece of coating out of the patient. After that happened, he was able to insert another wire and complete the case. No injury (or death) happened to the patient. There was minimal delay in the case. I have the defective wire and the coating that came off the wire.

Event description:
Event description: per email, it was reported that: complaint: plastic coating came off wire while in patient. Doctor had to go back in and retrieve it. Doctor started inserting the wire into the patient. The wire had some resistance at one point, so he pulled it back and tried to guide it in again. When it would not go all the way, he removed the wire to see if there was a kink or something wrong with it. That is when he realized there was coating actually missing off the wire. He had to go back in and remove the piece of coating out of the patient. After that happened, he was able to insert another wire and complete the case. No injury (or death) happened to the patient. There was minimal delay in the case. I have the defective wire and the coating that came off the wire.

Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactually inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings, do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. The dfu precautions also indicate, the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.